Manufacturer narrative:
The lead was in use for treatment. The lead was in service for approximately 15 years, 8 months before being surgically abandoned / capped on (B)(6) 2017. Qa is unable to review the device history records for this lead model as it is beyond oscor's record retention period, however, inspection procedures require any oscor product to pass all in-process and qa final inspection before shipping to the customer. The lead was not returned for analysis; as a result, the clinical observation cannot be confirmed. However, the following controls are in place to mitigate the reported lead issue. The final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring (on pr leads, helix to connector pin used as contact), "d" dimension on is-1 connector is measured and tubing inspection is done. A general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. The instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. The IFU precautions the user: perform procedure under fluoroscopic guidance. This lead is no longer manufactured by oscor. Based on the investigation, a CAPA is not required as no issues related to design, manufacturing or labeling of the product were revealed. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type.

Event description:
Customer reopened their complaint to add the following additional details. The patient reported the right ventricular lead (4017) was changed out on (B)(6) 2017 as the physician thought the coating on the lead was breaking down. There was no reported consequence to patient. The lead was surgically abandoned and not returned for evaluation.

Manufacturer narrative:
Conclusion not yet available-evaluation in progress. This initial MDR is being submitted to meet our requirements of reporting. A follow-up will be submitted as soon as the investigation is complete.

Event description:
Reviewed and see the noise that looks like lead on lead noise in the file name that includes ra and rv. I concurred that this appears to be lead on lead noise. The atrial lead (4015) remains actively implanted for approximately 15 years, 3 months. Received a call from the medical personnel, (B)(6), placed to (B)(6) on (B)(6) 2017 reportedly stating that there was noise on the ra and rv lead. The patient also reported occasional dizziness.

Manufacturer narrative:
During a retrospective review, it was discovered the follow up 1 MDR 1035166-2017-00069 report had failed submission. Based upon our findings, we have resubmitted this follow up MDR report. The device remains implanted for approximately 15 years 3 month. Qa is unable to review the device history records for this lead model as it is beyond oscor's record retention period, however, inspection procedures require any oscor product pass all in-process and qa final inspection before shipping to the customer. The device was not returned for analysis; as a result, the clinical observation cannot be confirmed. Low impedance is a recognized clinical event referenced in the instructions for use (IFU). This lead is no longer manufactured by oscor. Oscor will continue to monitor this lead for complaint trends. Based on the information above, a CAPA is not required. The manufacturing inspection procedure (permanent pacing lead final inspection) for this device indicates that the lead is checked 100% for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100% inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring (on pr leads, helix to connector pin used as contact), "d" dimension on is-1 connector is measured and tubing inspection is done. Following a general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and o-rings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. Prior to packaging the helix is completely retracted and protector tubing is attached. The instructions for use (IFU) informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the following precautions: clinical evidence suggests that certain upper extremity activities are contraindicated for persons with permanent pacemakers because they require movements that can cause damage to the leads and possible failure of the leads. Active people, particularly those who perform repetitive upper extremity exercise at work or play, should be cautioned that they could subject leads to damaging stress. Be sure to leave sufficient slack in the lead to compensate for body movements. The event will be re-evaluated if additional information becomes available. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Oscor received addition information from the customer that this event was inadvertently reported twice, which resulted in oscor sending this report number 1035166-2016-00069 as a duplicate. The initial and final original report was submitted to the FDA by oscor against report number 1035166-2016-00018. Based upon this additional information, oscor recognizes report number 1035166-2016-00018 as the official report and considers report number 1035166-2016-00069 closed.